Manufacturer narrative:
The device will not be returned.

Event description:
The customer reported obtaining blood glucose values of 22 mg/dl and 145 mg/dl on a patient within 2 to 3 minutes on an accuchek inform ii (serial number unknown). It was not known if the samples were capillary samples. The customer believed the 145 mg/dl to be correct and no treatment was provided. The customer does not know if the patient had any symptoms of low blood glucose at the time of the results. The customer believed a user error was the reason for the discrepancy. There was no adverse event. The suspect product was requested to be returned. The customer stated they have many strip lots in use and there is no way to know what strip lot or meter was in use at the time of the preceding results being obtained. Therefore, no product is available to be returned.